Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode of a deformed stopper for with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 2ml, 13mm x 75mm bd vacutainer® k2edta tube leaked from the cap during blood collection. This was because of a deformed rubber stopper. No injury or medical intervention reported.